Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. Additionally, it was reported that the battery was not holding a charge. The customer declined further troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 180 mg/dl.